Event description:
It was reported that a user experienced prolonged hyperglycemia with a highest continuous glucose monitor and glucometer reading of 424 mg/dl after the pump¿s cartridge connector was not attached, which interrupted insulin delivery; the user also did not announce a recent meal, and the device displayed a high glucose alarm. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention or hospitalization. Customer care provided support that included customer care troubleshooting and education on correct cartridge/connector attachment and proper meal announcements, along with data review confirming alarm activity and synchronization. Investigation of this case revealed an insulin delivery issue due to an improperly attached cartridge connector, consistent with an infusion set and cartridge connection deployment error, with no infusion site issues reported. It was concluded, based on previously established findings for similar reports, that user setup error and use error were the probable causes.